Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure performed on an unknown date. According to the complainant, during the procedure, the ureter was perforated when advancing the access sheath. The stent had to be placed for a longer period to allow the perforation to heal. The procedure was completed with this device. The patient condition at the conclusion of the procedure was reported to be fine.